Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes:198 mg/dl (05:13 pm), 55mg/dl (05:18 pm) and 65 mg/dl (05:27 pm). The patient stated he had used humalog insulin at 05:13 pm, he experienced symptoms of hypoglycemia and took glucose after which he felt better and blood glucose values went up. Blood glucose results at 05:35 pm were 92 mg/dl and 126 mg/dl at 05:56 pm.